Event description:
It was reported that the matrix distractor rack went through the wash at the hospital and broke. The screw at the bottom was broken. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and the screw was broken on the pinion causing the parts to fall apart. The exact reason for the screw breaking could not be determined. Therefore, this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was also performed and the retaining screw, which was sheared off, is intended to retain the winged knob to the assembly and does not carry significant load during use. The screw is for retention only. The design does not allow distraction loads to be carried by the screw. A design change was released on 9/12/2010 to increase the size of the threaded portion of the screw from 2.0mm to 2.5mm to increase the strength of the screw. The investigation conducted to support the design change found that the screw was being over tightened during assembly, thus cracking the screw. The manufacturing location has since provided assemblers a special tool to limit the torque applied to the retaining screw to prevent fracture. This device was manufactured prior to the design change. Based on the evaluation, this complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.